Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads with the same lot number. It was reported the pt is not receiving stimulation. Diagnostics revealed invalid impedances. In turn, the pt will undergo surgical intervention to address the issue at a later date.